Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring iii seals would not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital did not report and patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. A lot history record review was completed for each of the reported product lot numbers. There were no non-conformances recorded in the lot histories. A maquet representative visited the hospital due to the multiple issues that the customer experienced with the heartstring iii device. (B)(4). Device 2: lot# 25062498, expiration date: 07/31/2013. Devices 3 and 4: lot # 25062060, expiration date: 07/31/2013.